Manufacturer narrative:
This report is submitted on april 05, 2023.

Event description:
Per the clinic, the patient developed a wound breakdown around the implant site, exposing the receiver stimulator. It was also a reported infection (site of infection not confirmed). The patient was treated with antibiotics (type and date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Correction: the previous MDR submitted on april 05,2023, was filed inadvertently. No infection has occurred. Per the clinic, the patient was placed under general anesthesia on (B)(6),2023 in order to explant the device and underwent a skin flap revision surgery. There are no plans to reimplant the patient with another cochlear device as of the date of this report this report is submitted on may,02,2023.